Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a lower than expected testosterone result below the normal reference range for one patient generated by the access immunoassay system. The patient's low testosterone result was reported outside the laboratory and questioned by the physician. Subsequent testing of a second sample on an alternate methodology produced a discordant result above the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc and system check has not been supplied by the customer to date. Customer technical support (cts) offered service at the time of the initial call, but the customer declined the offer. A definitive root cause has not been determined to date for this event given the provided data.